Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient regarding a patient regarding their stimulator (isn) that was implanted for spinal pain and failed back surgery syndrome. It was reported the patient¿s previous ins batteries only lasted 5 years and needed to be replaced. The event was unknown. No further complication and no symptoms were reported.